Manufacturer narrative:
Corrective treatment: cortisone. Outcome: unk. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: intervention required. No further information was provided.

Event description:
This unsolicited device case from united states was received on (B)(4) 2014 from a consumer. This case concerns a patient (no demographics provided) whose knees swelled to twice their normal size and had a lot of water on both knees after receiving treatment with synvisc. Relevant past drug included synvisc (had injections about 4-5 times over the past 5 years, with mixed success). No relevant past medical history, concurrent conditions and concomitant medications were reported. On an unknown date in (B)(6) 2014, the patient's initiated treatment with synvisc injection (route of administration, dosage regimen, frequency, lot/batch number and expiration date unknown) for unknown indication. On an unknown date,a few days later, patient's knees swelled to twice their normal size and there was a lot of water on both the knees. The patient went back to her physician and he gave him an injection of cortisone which eventually brought down the swelling. The patient's knee was not drain as the physician did not want to drain out the synvisc. Action taken: unk.